Event description:
During a laparoscopic appendectomy a piece of the plastic cover for the endo gia stapler broke off upon removal of the cover. It was seen under microscope and retrieved by the surgeon. Unsure if it was from endo gia articulating reload with tri-staple technology or from tri-staple intelligent reload. Information will be provided on both. This is the 2nd occurrence of the plastic cover breaking upon removal. I will submit another report for 4/10/2020. FDA safety report ID# (B)(4).